Event description:
It was reported to philips that the system's geometry computer was unable to boot up, preventing geometry movements. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer didn't provide information regarding the device's use and procedure completion. The philips field service engineer (fse) inspected the system onsite and found that the geometry computer was unable to boot up, preventing geometry movements. Analysis of the log file confirmed the reported issue, 'geometry computer unable to boot.' Upon troubleshooting, the fse confirmed that the system was unable to communicate with the geo pc. Power was confirmed to be functional, so the fse reloaded the software onto the pc, and the system began functioning, but this did not resolve the issue completely. For the identified startup problem, it was confirmed with a technical support specialist (tss) that the geo pc needed to be replaced. To resolve the issue, the fse replaced the geo pc and downloaded the software. The defective geo pc was returned to philips for failure analysis, and the hdd was found to be the failed component. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.